Manufacturer narrative:
(B)(4).

Event description:
A representative reported the patient had a confirmed flipped pump. The catheter was found to be completely fractured when beginning a revision of the pump pocket for seroma and flipped pump. The catheter was replaced, and the daily dose was lowered to the lowest setting on simple continuous. They performed a surgical revision to create a new pump pocket lateral. The patient had a seroma filled pump pocket, and the flipped pump/reservoir could not be accessed due to the flipped pump. The managing physician was unaware that the catheter was fractured, and it was assumed the patient was receiving effective therapy at the time of the revision. The medications used within the system were compounded baclofen, morphine, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).